Event description:
A trilogy evo, japan ventilator, was evaluated as routine preventative maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation of the trilogy evo, japan device at the manufacturer's service center, the device failed internal flow verification: positive flow test. The device's flow sensor was replaced to address the issue. Additionally, since dirt was confirmed, the blower assembly was replaced. A periodic maintenance 2 was performed. The air inlet foam filter, particulate filter, and muffler assembly were replaced to prevent failure. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00.